Event description:
It was reported by the customer that the diagnosis was bleeding in the head. The left subclavian vein was punctured without event. However, upon insertion of the seldinger wire (approx 10cm) resilient resistance was noticed. When retracting the wire, sudden resistance was felt after about 5cm. A correction of the needle was made and there was no change. After withdrawal of the puncture needle, unwinding of the wire (1mm thick) was visible. Due to danger of total rupture or further dislocation, the wire was left in situ. An incision, 1 cm off the distal end, had to be performed in order to remove the wire. At that time, unwinding of the wire was visible. The wire was removed and retained in the ns ic ward. Reference MDR #3006425876-2009-00061 for second event involving same pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.